Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information and assisted the customer with resetting the pump to resolve the issue.